Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6486507.

Event description:
It was reported that the patient experienced pain at the ipg sites and ineffective therapy. As a result surgical intervention was undertaken wherein the cervical system and thoracic ipg were explanted. The penta paddle remains implanted.